Event description:
Caller reported a cartridge alarm 20, and it was confirmed that there was no adverse impact to the customer's blood glucose level. The issue did not occur during the load process, and the caller had not previously reported this alarm with the current pump, although there were reported alarms with consecutive cartridges. Technical support (cts) resolved the issue by confirming the need to replace the pump and sending a new replacement pump to the caller, as the original pump was under warranty. The caller was instructed on how to put the pump into storage mode and to return the problematic pump within 10 days using a return box and pre-paid label. The caller was informed of the necessary steps to take upon receiving the replacement pump and acknowledged the instructions provided.